Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of deflation and visibility/palpability was received on july 22, 2025, with lot number 3523082. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deflation.

Event description:
Patient reported "rupture". Healthcare professional later reported "deflation". Patient later reported "bubble". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported right side deflation (confirmed by physician) and bubble. The device remains implanted.